Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unk mesh system on or about (B)(6) 2007. It was alleged within a few years after the initial implant procedure the plaintiff experienced complications that required additional medical care and treatment and/or surgical intervention. It was additionally alleged the plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain and suffering, worsening urination, mental anguish, and emotional distress.

Manufacturer narrative:
The manufacturer and the model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.